Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the image was dark with the camera head. The issue occurred during preparation for an unknown diagnostic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplement report is being submitted to provide correction and the results of the legal manufacturer¿s final investigation. Corrected field: e1-email: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. However, a cracked connector was identified. A device history review revealed no issues that could have caused or contributed to the reported issue. As the customer's allegation was not confirmed, the investigation was unable to determine the cause. The most probable cause of the cracked connector was traced to component failure. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported, the image was dark with the camera head. The issue occurred during preparation for an unknown diagnostic procedure and was completed using a similar device. There were no reports of patient harm.